Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that skin was not feeding properly. The event occurred during surgery with a delay of 15 minutes to retrieve an alternate device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed for the mesher noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher one time. The last repair was (B)(6) 2016 where it was reported that the device was not feeding the graft properly and the roller, worn bushings, worn side plates, and gears were replaced and the ratchet was repaired. This is not a related issue. The device history record (DHR) reviewed for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated serial number (B)(4). The device history record (DHR) reviewed for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated serial number (B)(4). The device history record (DHR) and previous repair report reviewed for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated serial number (B)(4) one time. The last repair was (B)(6) 2016 where it was reported that the device came in with skin graft mesher and it passed zimmer test cut criteria. Initial qa inspection of the skin graft mesher revealed that the calibration and test mesh could not be taken due to the damaged comb (the end time was missing). It was also noted that the roller was damaged. Serial number (B)(4) produced a passing sample mesh. Serial number (B)(4), and serial number (B)(4) failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, damaged comb, and gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb and roller were damaged. While during initial inspection it was noted that the comb and roller were damaged, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.